Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump alarmed pump error 63, 81 or 82 during the rewind sequence. However, pump error 63 alarm confirmed in the pump history file due to broken trace at pin 6, u1 keypad assembly and pump error 81 and 82 confirmed. Problem isolated to the motor assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.